Event description:
It was reported that a person using an ilet pump experienced hyperglycemia with a highest continuous glucose monitor (cgm) and confirmatory glucometer reading of 406 mg/dl for approximately two hours, after eating chocolate without announcing the meal; the user changed the infusion set to a new teflon inset on the abdomen and reported feeling insulin delivery, with no alarms and data synced. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included continued device use with downward glucose trend to 344 mg/dl by the end of the call without hospitalization. Investigation included review of pump data synchronization and user-reported troubleshooting, including infusion set change and observation for glucose trend response. Investigation of this case revealed user-related missed meal announcement as the precipitating factor for the hyperglycemia, with no evidence of infusion set failure or device alarm conditions. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management due to missed meal announcement.

Manufacturer narrative:
Initial.